Manufacturer narrative:
Conclusion code was used as it reflects intermittent component failure where the event is interpreted to be overall device performance. Event date is date that the device was tested at the manufacturing facility.

Event description:
Product was returned. During internal evaluation, product button intermittently failed to actuate. (On-off button).